Event description:
A malfunction alarm was reported and was identified with the code 0-0x277d. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisting the customer with resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to call back if the malfunction code reappeared.